Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm aortic valve was explanted due to aortic stenosis and regurgitation after an implant duration of eleven (11) years, two (2) months, nine (9) days. The explanted device was replaced with a 27mm aortic pericardial valve. Attempts to retrieve additional information are in process.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The healthcare provider reported patient authorization is required to release the device. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event cannot conclusively determined; however, patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned the 27mm valve had one immobile cusp indicative of calcification and a mild degree of stenosis. "The old aortic bioprosthesis was seen that had the noncoronary cusp prolapsed into the ventricle, released at the hinges, causing severe aortic insufficiency. This bioprosthesis also had significant calcification on one of the other cusps, adding to the dysfunction." The patient was taken transferred to the cardiac surgery intensive care unit in satisfactory condition